Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation procedure the patient's atrium was stationary and no pacing was detected. The atrial lead was explanted. No patient complications have been reported as a result of this event.